Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2014, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(4), ubd: 25-sep-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that open circuits on 4 electrodes on the same lead. It was reported that impedances on electrodes 8-11 open circuit. They were previously normal on the previous implant . Lead was swamped into another connector on block and the same electrodes read open. Health care professional (hcp) felt it most appropriate to proceed without lead replacement given that effective programming did not utilize these electrodes. The issue has not been resolved at the time of this report. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.